Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial lead was found to be stuck in the implantable cardioverter defibrillator port. The physician had to be guided to use extra force to remove the atrial lead. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.